Event description:
Information was received from a consumer regarding a patient receiving morphine 50mg/ml at 12.0mg/day via an implantable pump. The indications for use was spinal pain. The patient went to their new healthcare provider's office yesterday (B)(6) 2016 and was supposed to get a refill, however the information was not sent over by the patient's previous healthcare provider. The current healthcare provider turned down the patient's morphine dose per day setting to 12.0 mg/day and the patient was scheduled to go back for a pump refill on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.